Event description:
It was reported that during patient treatment a leakage in the ventilator was detected. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly checked the ventilator after the event. It was noted that the air hose was not sufficiently tightened. After tightening, the ventilator worked and was put back into service with no issues. No parts were replaced and no ventilator logs were provided.the root cause of the reported leakage was the not sufficiently tightened air hose. H3 other text : 4117

Event description:
Manufacturer's ref #: (B)(4).